Manufacturer narrative:
The customer contacted siemens customer care center (ccc) for the discordant falsely depressed etoh result on the dimension exl instrument. The ccc recommended cleaning the windows and replacing the source lamp and the customer agreed. The customer replaced the source lamp, and has not had any other incidents reported. Siemens headquarters support center (hsc) concluded the investigation of the discordant falsely depressed etoh result. The initial result was flagged with an assay range flag which should not be reported out without verifying the result. As per the dimension etoh flex reagent cartridge instructions for use (IFU): "results less than 3 mg/dl [0.7 mmol/l] should be reported as "less than 3 mg/dl" [0.7 mmol/l] after verifying that the result is less than 3 mg/dl. Dilute 1 part sample with 1 part of a standard or control containing a known concentration of ethanol. Reassay. If the result of this mixture is half the value of the standard or control, report the value of the sample as < 3 mg/dl [0.7 mmol/l]. Report specimen type analyzed (i.e. Serum, plasma or urine)." The cause for the discordant elevated etoh result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed ethyl alcohol (etoh) result flagged with an error was obtained on a patient sample on the dimension exl instrument. The initial error flagged result was reported to the physician(s). The same sample was repeated and a higher result was obtained. A new sample was drawn and tested the next day and the higher result was obtained. A corrected report was issued. Siemens was informed (B)(6) 2018 that the patient had a spinal tap performed due to the reported discrepant error flagged ethyl alcohol (etoh) result. There are no reports of patient harm, no reports of additional intervention or adverse health consequences due to the discordant result or the procedure. The patient discharged himself from the facility.